Event description:
On (B)(6)2015, the reporter contacted animas, alleging a call service alarms (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: black box dates from 6/2/2015 -6/10/2015. Black box information from date of pi has been overwritten however alarm history shows one cs 064 motor error on 5/9/2015.  No battery cap returned all testing performed with a test battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A cs 064 error was not duplicated during investigation. Removed pump case. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.